Event description:
It was reported that the device was inserted without difficulty. However, when the spring wire guide was withdrawn, it began to unravel and a small piece separated and remained in the soft tissue of the left wrist. There have been no patient complications so there is no plan to remove the small piece of wire.